Event description:
Caller reported recurring errors with the cgm and noted that the issue had been reported multiple times with no reset performed in the past 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump with one that includes updated software, and the customer is set to continue using the current pump while having an alternate method of insulin delivery as a backup. The customer acknowledged instructions on how to place the pump in storage mode and on returning the faulty pump within ten days to avoid charges, as well as how to program the settings into the replacement pump.